Event description:
It was reported to boston scientific corp that an ultraflex tracheobronchial stent was used during a stent implantation procedure performed on (B) (6)2009 on a (B) (6) male; weight unk. According to the complainant, during the deployment of the stent the deployment suture tore. The procedure was completed with another of the same device. The procedure went well and the pt is reported as ok. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).